Event description:
Customer reported that the light on her transmitter does not blink once she connects it to the sensor. During troubleshoot, customer stated that she has waited 2 hours for the sensor to wet. Customer disconnected transmitter from sensor and charged it for a minute and confirmed the light was blinking while charging and also off the charger; customer reconnected transmitter to charger and the light is not blinking anymore. Customer was advised to change the sensor. Blood glucose is 144 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.